Event description:
It was reported that the nurse tried to remove a catheter from a patient in labor and delivery. The balloon would not deflate and required an invasive procedure to remove the catheter.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It was further reported that the patient had a catheter due to a spinal epidural as it is facility policy. The balloon would not deflate after using various troubleshooting techniques. A needle was inserted suprapubically with the aid of ultrasound to deflate the balloon. The catheter was then removed. The catheter was in from 5:30 am until 10:00 am. The balloon was tested prior to insertion. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected.